Manufacturer narrative:
Block b3: approximated to (B)(6) 2024 based on the date the manufacturer became aware of the event. Section e: this event was reported by the sales representative. The health care facility is: (B)(6). Block h6: imdrf device code a150103 captures the reportable investigation result of clip premature deployment performed during an unknown procedure at an unknown anatomy location. Block h10: investigation results the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the device was returned without the clip and with evidence of premature deployment. No other problems with the device were noted. During visual/microscopic inspection, it was noted that the control wire did have the yoke attached to it, which is clear evidence of a premature deployment. It is possible that this is due to operational factors during the procedure such as trying to open the clip once it was already activated. Taking all available information into consideration, the most probable cause of this complaint is adverse event related to procedure because the adverse event occurred during the procedure and the device had no influence on the event.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during an unknown procedure performed on an unknown date. The anatomical location of the procedure is unknown. It was reported that the clip was defective. No patient complications have been reported as a result of this event. This event has been deemed a reportable event based on the investigation findings of clip premature deployment. Please see block h10 for full investigation details.